Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The issue occurred at the morning check, which had been done before the examination, and the procedure was not started. The philips field service engineer (fse) inspected the system onsite and confirmed that the device does not start up properly. Upon functional testing, the fse found that the pc unit in the machine room was broken. The defective flexviewing pc was returned for analysis, and it concluded framegraber failure. To resolve the issue, fse replaced the flex viewing pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup correctly. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexviewing-pc. The device was returned to expected functionality.